Manufacturer narrative:
The devices for the two malfunctions have not been returned for evaluation; therefore, the investigation is inconclusive for dislodging or dislocation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unk hickman d/l catheters chronic catheter allegedly experienced a dislodging or dislocation. This information was received from various sources. The malfunctions involved patients with no reported consequence. The patients for both malfunctions were reported as females. The patients¿ age and weight were not reported.